Event description:
In 2001 the patient underwent an l5-s1 discectomy during which 2g of adcon-l was applied. About 3-4 minutes after application of adcon-l the event occurred which was hypotension and tachycardia. Symptoms experienced were "bp dropped from 100 mm hg systolic to 60 mm hg. Hr increased by 10-20 beats/min. No "st" depression. The patient "did not need adrenaline" but "used ephedrine 10-20 mg and crystalloid/colloid." The length of onset and the resolution of the event was reported to be 30 minutes. Sensitivity testing is likely to be performed and blood samples for mast cell histology have been collected and will take about 6 weeks to complete.